Event description:
The registered nurse (rn) contacted baxter customer service on (B)(6) 2012. The rn stated that on an unreported date, the patient had had a hole in the tubing of her patient extension line. Baxter global pharmacovigilance (gpv) spoke with the rn on (B)(6) 2012. The patient had woken up in the middle of the night on (B)(6) 2012 and saw fluid on the floor. She found a hole in the extension tubing. The patient had discarded the sample and the box that it had come in. The lot number was unknown. The patient had experience abdominal pain and cramps, but tested negative for peritonitis. The patient was administered antibiotics. The rn did not implicate any other baxter device or disposable product as a cause of the adverse event. The patient was continuing therapy on the homechoice successfully since. Baxter product surveillance contacted the rn on (B)(6) 2012. The rn clarified that the patient did not experience a separate episode of peritonitis as a result of the damaged extension set because the patient had already been on antibiotics for a previous episode of peritonitis. The rn stated there was no damage noted to the supplies during setup. The hole was found during therapy. She stated, "it came out of the package that way". No adverse events were reported to be caused by this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.